Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -6.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. On (B)(6) 2023 the lens was removed and on the same day different surgery a replacement lens of longer length was implanted and the problem was resolved.